Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding appearance involving a metal head was reported. The event was confirmed. Method & results: -device evaluation and results: discolouration was observed on the returned head. -medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other events for the reported lot. Conclusion: nc was issued for discoloration of femoral head.

Event description:
It was reported that "final head was opened for implantation and the surgeon noticed some discoloration of head. I recommended opening another and the second head presented same discoloration. The color was a darkened metal look. The color was noticeably, darker than a normal cocr head. One of the heads was cleaned and handed back to me the appearance seemed to change back to a normal color. I am not sure if it was a temperature problem or if the heads had some sort of film from packaging.

Event description:
It was reported that "final head was opened for implantation and the surgeon noticed some discoloration of head. I recommended opening another and the second head presented same discoloration. The color was a darkened metal look. The color was noticeably, darker than a normal cocr head. One of the heads was cleaned and handed back to me the appearance seemed to change back to a normal color. I am not sure if it was a temperature problem or if the heads had some sort of film from packaging.